Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker showed more than 5 years remaining 10 months prior to last check. Latest check revealed battery had only 3.5 years. Device right ventricular autocapture was at 0.8 volts (v) at 0.4 millsecond (ms). Boston scientific technical services (ts) explained current bins, estimated 15 months reading on device and suggested a memory dump analysis. Further information from the field representative indicated no analysis was performed. This implantable pacemaker remains in service. No adverse patient effects were reported.